Event description:
It was reported that during a routine follow up, non sustained lead noise was observed. Myopotential sensing was also observed during isometric testing. Patient was asymptomatic. The device was reprogrammed and will be monitored.

Event description:
New information received notes that during a follow-up post-paced t-wave oversensing was observed. The device was reprogrammed. Patient had no further issues. The patient has not come back to the clinic for a checkup since, and has refused remote monitoring.